Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was not inserting smoothly while they were inserting it into the patient. The iab was removed and another catheter was successfully inserted. There was no report in a patient death or complications. Patient's height: (B)(6). Patient outcome: fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of insertion difficulty is confirmed. On visual inspection, a kink was noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the location of the kink. The kink can cause a potential for insertion difficulty. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was not inserting smoothly while they were inserting it into the patient. The iab was removed and another catheter was successfully inserted. There was no report in a patient death or complications. Patient's height: (B)(6); patient outcome: fine.